Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would the reported event of stroke. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was admitted from home on (B)(6) 2016 with complaints of a headache for 2 weeks. Upon admission, hemoglobin was 11.8 and inr was 2.3. A CT of the head was performed on (B)(6) 2016 which showed a hemorrhagic cva of the right frontal lobe. The patient did not complain of any residual neurological symptoms post cva throughout the duration of admission. Coumadin and asa were held. The patient was cleared by the neuro team and discharged home on (B)(6) 2016. The patient was restarted on coumadin (inr goal of 2-3) and asa was decreased to 81 mg daily from previous 325 mg. No additional information was provided.